Event description:
Following a carotid stenting procedure, the patient developed hemiplegia, dysarthria, and consciousness disorder. The diagnosis was a brain infarction. It is unknown how long after the procedure the symptoms occurred. The patient received IV treatment (name of medication unknown) and hyperbaric oxygen therapy. The patient was a male. The target lesion was carotid artery (no further detail is provided). There is no information about the target characteristics. The rate of stenosis is unknown. The patient was anticoagulated (meds unknown). There was no malfunction of the angioguard distal protection device or the precise stent. After 30 days post procedure, the hemiplegia, dysarthria and consciousness disorder had resolved, but memory disorder appeared, and the patient's neurogenic bladder dysfunction had worsened.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved in the same procedure associated with mfg. Report# 1016427-2008-00092.